Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual inspection confirms the device fractured into two pieces. Both pieces were returned. This device shows signs of significant wear/usage. The device was manufactured in 2008. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the top half of the impactor broke during the washing stage of the decontamination process. This was discovered after the case. No patient was affected or delays were reported.